Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 303 (mg/dl). The customer indicated they would not initiate any corrective action for their bg level due to having active insulin still in their body. Reportedly, the customer consumed more carbohydrates than what was entered into the pump to program a bolus. Due to customer identifying the cause of their elevated bg levels, troubleshooting with tandem technical support was declined.